Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified, and 95% stenosed proximal left anterior descending artery. After pre-dilatation with a non-abbott balloon dilatation catheter, there was resistance advancing a 2.25 x 28 mm xience prime sv stent delivery system (sds). The shaft kinked, and the sds could not cross the tight lesion. As the device was being removed from the anatomy, there was resistance and the shaft separated outside the body. The separated portion was easily removed. The procedure was completed by placing a non-abbott stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross and resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: luge. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.